Event description:
Caller reported an error with their continuous glucose monitor, identified as cgm error 42. There was no adverse impact to the customer's blood glucose level. After contacting support, the caller was guided through a complete pump reset, which successfully resolved the error, allowing them to restart their sensor session without further issues.